Manufacturer narrative:
On 7/8/2019, the mentor failure analysis lab received the device for evaluation. On 7/18/2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. No further investigation will be conducted on this complaint due to external cause. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left side capsular contracture; baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent revision breast augmentation with a 445cc mentor memorygel breast implant on the right and with a 550cc mentor memorygel breast implant on the left side and was presented with right side capsular contracture; baker grade IV and left side capsular contracture; baker grade iii. The problem was first observed by the patient on (B)(6) 2019, which was then confirmed as bilateral capsular contracture by the physician on (B)(6) 2019 by physical exam. As a result, the devices were explanted on (B)(6) 2019. This report is for the patient¿s left-sided device.